Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited no pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of impedance problem was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual analysis, x-ray examination, and electrical testing were normal with no anomalies found.